Event description:
User did not think they were seeing proper chest rise with patient being ventilated on this transport ventilator. No injury or adverse effect on patient; ventilator was swapped out as a precaution.

Manufacturer narrative:
This ventilator was returned to the manufacturer for examination as a precaution. MFR ran the ventilator continuously for over one week, and then placed the ventilator under extended observation and calibration test. No problems were found with this ventilator (no insufficiency in output, no ventilation stoppages, and all alarms functional). One possible theory is that the ventilator was being used in CPAP mode. Another theory is that there was a setup issue at the hospital with the external tubing assembly / full vbs.